Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis with blood glucose of 490 mg/dl. The customer experienced the following symptoms, nauseous and was throwing up. The customer was treated with insulin drip. The customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose at the time of call was in the 300s mg/dl. The customer was unable to perform high pressure test as there was no clamp available. The customer stated the drive support cap appears normal. The device will be returned for analysis.